Event description:
The report is from the study. The patient was a female, with a history of hyperlipidemia, abnormal stress test, and hypertension. The target lesion was the proximal right carotid artery. Pre-procedure stenosis was 90%. The lesion length was 20mm and diameter was 6mm. The lesion was moderately calcified and moderately tortuous. The lesion was pre-dilated. A precise rx 10 x 40 stent was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 30%. The patient was discharged the following day (2008). Approximately 6 months post-procedure (2009), the patient complained of dizziness and left-sided parasthesias. The dizziness was more of a heat sensation with lightheaded feeling that resolved. The CT head showed a patchy area of decreased attenuation involving periventricular and subcortical white matter each cerebral hemisphere compatible with ischemic demyelination. The follow-up with the patient was conducted six months later. Patient is doing well and has no deficit.

Manufacturer narrative:
There is no sterile lot number information available thus no DHR could be performed. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel, lesion and patient factors may have contributed to the reported event.